Event description:
Cement removal instrument was screwed into distal end of cement of hip. Instrument broke off approx 1 to 1 1/2 inches from the end. Another incision had to be made and window the femur to remove the piece of broken instrument.